Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5.

Event description:
Additional information received from the customer reported the leak was found after a diagnostic endoscopic ultrasound procedure. There was no delay and the procedure was completed using the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. The event can be prevented by following the instructions for use (IFU) which state: warnings and cautions caution: ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a problem with the ultrasound probe, the charged coupled device (ccd) lens was scratched and the endoscope connector leaked on the evis exera ii ultrasound gastrovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the acoustic lens was peeled. The report is being submitted due to peeled lens found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the objective lens was chipped, water tightness was lost due to damage on the instrument channel and deformation of the endoscope connector, the auxiliary water inlet was deformed, the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive on the bending section was detached, and suction volume did not meet standard value due to damage to the instrument channel. This event is under investigation. A supplemental report will be submitted upon receiving additional information.